Manufacturer narrative:
A steris service technician arrived onsite to inspect the warming cabinet and found the electrical wiring socket and other connectors were charred. Due to the damage sustained during the time of the reported event, the root cause was unable to be determined. The warming cabinet subject of the reported event was manufactured in 2007 and is approximately 18 years old. The technician replaced the necessary components, tested the unit, confirmed it to be operating according to specification, and returned it to service. A complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that smoke emitted out the top of their warming cabinet. No report of injury.